Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2016 because it had moved. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.